Event description:
It was reported that wake button on the pump was damaged and did not respond when pressed. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.